Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a message was received during the load sequence prompting the customer to perform a cartridge change. A new cartridge was successfully loaded onto the pump. Customer's blood glucose (bg) level was 325 mg/dl and a manual injection was administered to address bg. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.